Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an unrelated service visit performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) front bezel was damaged during extraction. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the upper panel was damaged during service. The fse replaced the upper panel and the unit passed all functional and safety tests.